Event description:
On (B)(6) 2012 customer reported that the cap piercer, on the dxc 600 pro instrument, was leaking fluid onto the caps of the sample tube. Customer technical support (cts) advised the customer to disable the piercer and remove the sample caps from the tubes until service can resolve the problem. Cts also advised the customer to run controls after disabling the piercer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that fluid was leaking from an overflow on the piercer shower chamber. Fse determined that the issue was caused by pinched waste tubing from the applied vacuum. Fse replaced the waste tubing from the cap piercer to the waste manifold. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).